Event description:
It was reported that during a da vinci si total hysterectomy procedure, a tenaculum forceps instrument wasn't moving properly within the arm and after removal, it was discovered that the cables were frayed. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed with a replacement instrument of the same type and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis does not exhibit any damage or wear marks. Additional observation not reported by the site was an indentation at the edge of the distal pulley. Evidence not conclusive but the indentations were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.